Manufacturer narrative:
Field complaint of a loose set screw, high pacing impedance and loss of capture was not confirmed. The device was received at normal range of operation. Functional analysis of device was performed, including various impedance and capture tests, and no anomalies were observed. Further analysis of the device header of ventricular channel did not reveal any issues either. Additionally, longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, high pacing impedance and loss of capture was noted on the right ventricular (rv) lead. The physician suspected loosening of the device set screw to be the cause of the electrical anomalies. The device was explanted and replaced to resolve the event. After replacing the device, the electrical anomalies were not present on the rv lead. The patient was in stable condition following the procedure.